Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was informed by the clinic that the device went into emergency mode. Moreover, the patient also felt a big thumping feeling in the chest. Boston scientific technical services (ts) referred to the physician. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was informed by the clinic that the device went into emergency mode. Moreover, the patient also felt a big thumping feeling in the chest. Boston scientific technical services (ts) referred to the physician. The device was explanted. No additional adverse patient effects were reported. According to additional information, it was noted that this pacemaker went from 1v to 5v threshold output which was the reason for the patient feeling a thumping in the chest area when this occurred. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.